Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, checked the fault logs, and found no indication of error which would result in a gas loss alarm. The fse performed leak checks and reloaded the software. The fse completed full functional checks, electrical safety, and safety checks. The iabp passed all functional and safety tests per factory specification and then returned the unit to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) emitted a gas loss in iab circuit alarm. The customer swapped out the unit for a functioning unit. No patient harm, serious injury or adverse event was reported.